Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in appropriate atrial tachy response (atr) episodes. In addition, the right atrial (ra) lead exhibited high out-of-range pacing impedances, measuring greater than 3000 ohms. Isometrics were performed and noise was reproduced. A lead fracture was suspected. The physician elected to reprogram the device and continue to monitor. This ICD and ra lead remain in service. No adverse patient effects were reported.